Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited a scope communication error (error code b30) due to a defective scope socket. There were no reports of patient involvement.

Event description:
It was also observed during the device inspection that there was no image.

Manufacturer narrative:
Corrected fields: b5, d8, e2, e3. This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that an image was not displayed due to faulty scope socket and a b30 error occurred because of communication failure caused by faulty scope socket. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.